Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized after the device was unsuccessful in delivering shock. It was suspected that the right ventricular (rv) lead was exhibiting loss of capture and a revision procedure was planned. Prior to the revision procedure, the rv lead was checked and no malfunction was found. Measurements were fine although the rv threshold doubled compared to implant value. On the EKG note written with hospitalization, the unipolar left ventricular stimulation spikes were visible but were not followed by ventricular contraction. The capture above the stimulation thresholds was stable and radiography was not unusual. In addition, it was noted that the left ventricular and right ventricular stimulation output had been programmed only slightly higher than the already higher thresholds. It was suspected that there was a programming error and the physician reprogrammed the device to output equal to double threshold. The revision procedure was not conducted. This crt-d and rv lead remains in service.